Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl. Date of alcl diagnosis: (B)(6) 2020.

Event description:
Patient representative reported patient was ¿diagnosed with bia-alcl,¿ pathological markers not provided. Patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for an unknown side.